Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports when flushing the device with normal saline, liquid sprayed out from a small crack along the length of device, around the 2 cm external marking. Interventional radiology was consulted and the line was removed.

Manufacturer narrative:
No lot number was provided. A review of the device history report (DHR) was unable to be performed. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. In addition, during the manufacturing process, catheters are submitted to a 100% pressure testing. The physical sample involved in the reported incident was not returned for evaluation. However, one (1) photograph was provided for evaluation. The photograph depicted a catheter inside a plastic container. It was not possible to identify the issue with the evidence provided. It is important to consider that the instructions for use warns: [exercise caution when using sharp instruments near the catheter¿do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter¿ do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break] and continues, [do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break... Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter]. There are a number of alternatives in the field like exposure to chemical agents, proximity to heat sources or manipulation per se, that may lead to tubing tear. Examination of potential causes of this issue included: misuse, nonconforming material, operator failed to follow process or inspection procedures, machine, method, or measurement. Based on the available information, it can be concluded that product was manufactured according to specifications. Therefore, the most probable cause for the reported issue is misuse. This catheter was most likely damaged during use caused by inappropriate manipulation by the user. The reported customer complaint is not confirmed. A probable root cause was determined to be damage during use caused by inappropriate manipulation by the user. This complaint will be utilized for tracking and trending purposes.